Manufacturer narrative:
(B)(4). The s-ICD is expected to be returned for analysis. This report will be updated upon return and completion of analysis. This report is being filed to correct the concomitant medical products and therapy dates and device manufacture date.

Event description:
Additional information was received that the patient did experience additional inappropriate shocks due to t-wave oversensing. The physician decided to explant and successfully replace this s-ICD. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection noted that the setscrew was stuck in the up position. A torque watch was used to loosen the setscrew; once loosened, the setscrew moved freely and without issue. This issue was most likely induced during the explant procedure. The device was able to be interrogated and a memory download was performed successfully. No system errors or resets were noted. Inspection of the port found no anomalies. An electrode was able to be fully inserted into the port and the setscrew tightened without any issues. Electrical testing was performed with the electrode attached with and without manipulation; no noise was observed and the tests yielded normal measurements. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
(B)(4). Additional information was received that the previous episodes were analyzed with the new programming parameters for the zones and it appears that the new programming may help prevent further inappropriate shocks. The s-ICD remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received inappropriate shocks in all three sensing vectors due to a supraventricular tachycardia (svt) with morphology change and or myopotential oversensing. Evaluation and programming options were discussed with boston scientific technical services (ts) and x-rays were suggested. The patient underwent a bicycle exercise test where their heart rate got up to 140 to 150 bpm; the primary sensing vector was chosen and no sensing issues were noted at the higher heart rate. Also, therapy zones were reprogrammed and the plan was to monitor. Ts discussed that consideration should be given to repositioning due to the patient's history and encouraged review of x-ray data, however, reportedly no current x-rays were taken at recent follow-ups. Of note, during a follow-up evaluation a red screen appeared on the programmer and no episodes were displayed despite the saying a shock had occurred. Through memory/disk review, a benign, self-correcting memory inconsistency was identified that did not impact sensing or the inappropriate shocks that had occurred. It was determined that the shock episode did not display as the session was disconnected and then reconnected, so there were no new episodes to report.